Event description:
Following a MRI exam of the brain, a pt complained of ringing in the ears. The pt was provided ear plugs for the exam, which lasted 30 minutes. The pt visited an ent specialist following the event and was diagnosed with tinnitus. The pt's symptoms are reportedly lessening over time. No medication or additional treatment has been prescribed.

Manufacturer narrative:
Patient weight was not provided to ge healthcare. Initial reporter occupation is unk at this time. There is no evidence of system malfunction. The system is designed to comply with (B)(4) standard for acoustic limits and the working safely operator manual instructs sites to use hearing protection. Ge healthcare's investigation is ongoing. A supplemental report will be filled once the investigation has been completed.